Event description:
Customer reportedly obtained results of 150mg/dl, 86mg/dl, and 134mg/dl on the advantage test system within 10 minutes. Customer also reportedly obtained results of 40mg/dl and 90mg/dl within 3 minutes on the advantage test system. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Information suggests comparison performed in the home. Advantage test system: meter, strip lot 549202, expiration date 09/30/2007, catalog 2030365.

Manufacturer narrative:
Suspect device: comfort curve test strips.